Event description:
It was reported that the local team they found absorbable hemostat offered to private accounts through black market brokers and the product was not imported for the egypt market through authorized distributors and was not imported before. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint# : (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. What is the lot number of each product? The lot number mentioned in one of that boxes is ( lab100747882v1). 2. The lot number provided (lab100747882v1) is not a valid lot number for 1902g. Can you please review and confirm the lot number? This is a suspected product complaint; this is the available information provided by the reporter. No other lot number is available. 3. Is there an indication of how the product was distributed? The products are distributed through an medical supplies company called medpay and they offer it (and they claim that they have continuous stock of that code) to different private hospitals. 4. Is there any indication of the source? We don't know the source of that products but most probably they came out of the egyptian market as that code was not imported before through j&j to our distributors in egyptian market. 5. Were any devices used on patients? If so, was there any patient consequence reported? We don't know for sure if that code used yet for patients but they offer it for different private accounts where it might be used for patients. 6. Can you please confirm that no devices are available to be return for evaluation? If devices are available please clarify how many and what is the device return status? So far we don't have products to be returned for evaluation. The following information was requested, but unavailable: please clarify were 50 products purchased from the suspected source? Photo investigation summary: an image was submitted for evaluation and upon visual inspection of one image of one foil from product code: 1902gb. An investigation was conducted to compare the artwork (fonts, size), printed variables and bar codes to the released documents. No batch number is available in the complaint file; therefore, it cannot be verified. Many discrepancies were found during the investigation when the pictures were compared to labeling specifications and original products. The general aspect of sealing area and the foil material does not comply with ethicon neuchâtel process. The font is not correct on the suspected product, it can be observed on several numbers and several letters on ¿sterile¿ mention and on all numbers of the gtin number. The printed information at the botom face of pouch are not correct compared to an authentic product, however, the lab reference is correct. The bar code is not the same, however, the gtin number is correct. - also in the address area, the suspected product has printed a unknown reference with a phone number which is not part of the labeling. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.